Manufacturer narrative:
The t:slim user guide states: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 318 (mg/dl). The customer took a manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer reloaded the existing cartridge and received a minimum fill notification. Tandem technical support instructed the customer to load a new cartridge and insulin delivery was able to be resumed.